Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had their bladder stimulator removed, but did not know if they had any abandoned components. Caller stated the patient told them the device never worked, but did not know further details. No patient symptoms were reported. No further complications were reported or anticipated.